Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump's expulsor was trimmed to bring the delivery accuracy into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +6.60%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because this device was not an out of box failure and the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. D4 UDI number and g5 510k are unknown. No information has been provided to date., corrected data: d5 operator of device, e4 initial reporter sent report to FDA, h6 patient code and results code, and h10 evaluation.